Event description:
During a laparoscopic gastric bypass procedure, while making the gastrojejunostomy, they received a solid tone and later found that the blade was broken. Pulled another device to finish the case. There was no pt consequence.